Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and two three-way stop cocks were returned for evaluation. A non-edwards contamination shield was located on the catheter body between 49cm and 67 cm proximal from the catheter tip. No packaging or introducer was returned. The balloon inflated but failed to maintain its inflation due to an interlumen leakage in the catheter body around the balloon section between the distal and balloon inflation lumens. The proximal injectate lumen was patent without any leakage or occlusion. No visible damage to the catheter body, balloon, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that balloon did not inflate during use although the balloon inflated at the inflation test. There were no patient complications reported.